Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws apparently broke. They noticed it when they pulled it out of the package before they inserted it into the trocar. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: a4 and h6 - device change to peeled. Trackwise # (B)(4). A ship history record review was completed for lots 25146682, 25146650, 25146289 and 25146550 - the last 4 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws apparently broke. They noticed it when they pulled it out of the package before they inserted it into the trocar. A replacement device was used to complete the procedure. The hospital did not report any patient effects.